Event description:
It was reported that the customer's wake button required significant pressure to turn on. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and was in the process of obtaining a new device, as the current pump was out of warranty. No further actions were taken by technical support.